Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the insert was defective. The surgeon said that it was probably due to a bad positioned insert resulting in one of the locks being damaged during the beating. Another insert was used to complete the procedure.